Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not stay powered on. The epg remains in use. There was no patient involvement.